Manufacturer narrative:
Date of event is estimated. Implant date and device information unknown. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer report number: 1627487-2019-11467. It was reported the patient never experienced adequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-11467.